Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an intermittent vibration issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/11/2016 with the following findings: during investigation, the pump was returned with the vibration alarm operating properly. The original complaint was unable to be duplicated. Unrelated to the original complaint, there was moisture observed through the display lens and in the battery compartment. A leak test failed due to a battery compartment leak and a pump case leak. The pump was opened and there was moisture observed throughout the pump casing. The battery compartment threads were found to be damaged and unable to secure. The battery cap was able to hold for testing.